Event description:
It was reported that the patient did a system controller exchange at home. The log file continued to capture low flow events on the new controller. On (B)(6) 2025 when the new controller was connected and how long the pump was off was unable to be determined because it was overwritten by the low flow events on (B)(6) 2025. The backup controller was disconnected at 0925 on (B)(6) 2025 for the patient to be put back up on a low flow controller. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to low flow alarms was confirmed via log file analysis. Data from the reported event date of 08oct2025 was reviewed in the submitted log files. A power cable disconnect alarm was active for the duration of the log file due to the black power cable being disconnected from external power. In addition, several low flow alarms activated due to the calculated flow fluctuating below the low flow alarm threshold. The alarms did not prevent the controller from supporting the system as intended while the driveline was disconnected. After the driveline was disconnected, the controller was connected to external power on both power leads and the black power cable appeared to function as intended. There was no indication in the log files of an issue with the system controller. Provided information indicated that the patient exchanged the controller in response to the low flow alarms low flows were determined to be due to hypertension caused by patient condition. The root cause of the reported event could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.